Event description:
It was reported that the device's housing has medication taint and needs to be replaced, damaged battery door, software upgrade required. The results of the investigation found that the device's downstream occlusion (dso) seal was delaminating, and the upstream occlusion (uso) seal was separating. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal and that the upstream occlusion (uso) seal was separating. The dso and uso seals were replaced to fix the issue.